Event description:
It was reported the bronchovideoscope exhibited image noise. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, device evaluation found a chipped distal end cover. Based on investigation results, the reported customer issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress, deformation , component failure. The image issue was noted to be due to damage component failure and attributed to electronic component failure. Olympus will continue to monitor complaints for this device.